Event description:
It was reported that the patient was seen in the hospital after experiencing multiple instances of syncope. Through an echocardiogram, intermittent output was observed from the pulse generator. Device reprogramming was performed. The patient was stable upon discharge and would begin new medications.

Manufacturer narrative:
(B)(4). Patient was treated with medications.